Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to turn on using both ac and battery power. The unit could not obtain readings a "sensor off patient" error was shown when a sensor was connected. Internal inspection showed the mx sensor flex wiring board had a damaged connector pin, causing an intermittent connection that would prevent the device from obtaining measurements. The cable was temporarily replaced and the device was able to obtain readings. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues related to this reported event.

Event description:
The customer reported this device was on a patient working then suddenly stopped reading. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported this device was on a patient working then suddenly stopped reading. No patient impact or consequences were reported.